Manufacturer narrative:
The pump is in the process of being evaluated.

Event description:
The device turns itself on and off. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.